Event description:
It was reported that the epicardial lead was capped due to high pacing thresholds. The clinical observations was pacing not delivered when required. No adverse patient effects were reported.